Manufacturer narrative:
Inmode performed investigation of the incident and the root cause was attributed to user error and additional factors not related to the device. The treatment with the morpheus8 was absolutely excessive and extremely aggressive. In addition, the healing was further delayed by aggressive procedures that followed the morpheus8 treatment. It is evident that the tissue repair process has undergone regressions and inflammatory flare-ups due to a multitude of therapeutic interventions which, instead of calming and facilitating tissue healing, have further irritated and stimulated immune-mediated mechanisms that slowed down and prevented the healing process. Inmode performed investigation of the incident and the root cause was attributed to user error and additional factors not related to the device. The treatment with the morpheus8 was absolutely excessive and extremely aggressive. In addition, the healing was further delayed by aggressive procedures that followed the morpheus8 treatment. It is evident that the tissue repair process has undergone regressions and inflammatory flare-ups due to a multitude of therapeutic interventions which, instead of calming and facilitating tissue healing, have further irritated and stimulated immune-mediated mechanisms that slowed down and prevented the healing process.

Event description:
Pie on abdomen with tip footprints pattern 11 months after morpheus8 treatment.